Manufacturer narrative:
On (B)(6)2021 customer allege the insulin pump alarmed motor error. Device had cracked display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and a stained end cap sticker. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thds. There was no data listed in (B)(6)2021 in the downloaded pump history file. Unable to verify motor error alarm in the insulin pump history download on the event date (B)(6)2021. However during testing, unit alarmed motor error during the rewind test and was recorded in the downloaded pump history file on (B)(6)2021 at 06:52:23 and on (B)(6)2021 at 06:52:32. Unable to complete the displacement test, basic occlusion test, occlusion test, prime/a33 test and excessive no delivery test due to constant motor error alarm during the rewind test. No damage noted on the electronic assembly during visual inspection. Motor error alarm - confirmed. Device alarmed motor error during the rewind test due to corroded motor home switch. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had motor error. Customer stated that drive support cap was normal and insulin pump was not exposed to high magnetic field. The trouble shooting was performed. No harm requiring medical intervention was reported. The device will be returned for analysis.